Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00953. It was reported that patient did not have adequate stimulation and was experiencing discomfort at lead incision site (reference MFR report: 1627487-2018-04280, 3006705815-2018-00949). X-rays diagnostics confirmed lead migration. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein scs system was explanted.